Event description:
It was reported to medtronic neurosurgery that the valve revision occurred. According to the report, a pt allegedly developed symptoms of hydrocephalus two years after the valve was implanted. A replacement surgery was performed since there was no improvement in pt's symptoms.

Manufacturer narrative:
Proteinaceous debris was found on the exterior and interior of the valve. The valve was patent and passed siphon testing. The device did not meet the requirements for leak and reflux testing due to multiple tears in the delta chamber and silicone dome. It is unk how or when this damage occurred. The damage precluded pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valve as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture